Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to hospital with fever, shortness of breath and infection at the device site. The endocarditis and vegetation were noted on the leads and was visualized with transesophageal echocardiography (tee). The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead and the rv capped lead were explanted. The patient was in stable condition throughout the procedure.